Manufacturer narrative:
Patient height was reported as (B)(6) cm. Date of event- onset of pain- is unknown. This report is for two (2) unknown locking screws. Part#, lot# and UDI # is not available. Date of initial implant procedure is an unknown date approximately ten years prior to removal surgery on (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown locking screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2017 as the patient was in pain. The original procedure was performed approximately ten years back. Recently, the patient experienced pain. As planned, the surgeon removed a 13mm titanium (ti) hindfoot arthrodesis cannulated nail-ex and two 6.0 mm locking screws fully intact and without incident and did a bone harvest. It is unknown if the patient was revised to another device. The removal surgery was successful without any complication or surgical delays. There were no additional medical intervention or additional x-rays required. The patient was in stable condition. This report is for two (2) unknown locking screws. This is report 2 of 2 for (B)(4).